Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they "think" sometime in 2010 pt started to feel as though their therapy was not strong enough so they had their device replaced with a boston scientific device. Caller stated pt's hcp was dr. (B)(6) but they think the hcp may have moved now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.